Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, the cutting wire came loose from the jaws of the cutting tool and stuck out of the side of the jaws and completely stopped working. No parts or pieces fell off into the tunnel. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, the cutting wire came loose from the jaws of the cutting tool and stuck out of the side of the jaws and completely stopped working. No parts or pieces fell off into the tunnel. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory on (B)(6) 2020 and investigated on (B)(6) 2020 . Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the hot jaw was observed to be peeled on the outer portion of the jaw near the base. The heater wire was observed to be twisted and completely flexed away from the hot jaw, remaining attached at the base, with disconnection at the tip of the hot jaw. No other visual defects were observed. Based on the condition of the device as found, the reported complaint was confirmed for reported failure ¿material bent/twisted; wire" and confirmed for analyzed failure mode "peeled;jaw".